Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose value of 20 mmol/l to 25 mmol/l. Customer's current blood glucose value were 15 mmol/l. The customer was treated with insulin pump and manual injections for high blood glucose values. The customer alleged that the insulin pump was under delivering insulin. The customer stated that their blood glucose values were not reducing. The insulin pump passed the high pressure test and displacement test. The device will not return for analysis.